Manufacturer narrative:
During rewind, unit returned an unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast due to a faulty force sensor. Unable to perform the displacement test due to the faulty sensor. Unit received has a crack on the battery tube which extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked. Finally, the thin plastic strip located above the lcd screen is missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was broken. The customer¿s blood glucose level was 5.4 mmol/l. The insulin pump will be returned for analysis.